Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead body was twisted thus confirming the clinical observations of twiddler's syndrome. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to inappropriate shock due to twiddler's syndrome. No adverse patient effects were reported.